Event description:
Began suffering severe pain in my left arm. The pain was constant and do not subside. About this time I also began suffering from extreme fatigue and am unable to participate in many of the activities I used to enjoy. Breast ultrasound on (B)(6) 2017 confirmed. Both of my silicone breast implants had ruptured.